Event description:
Letting me know not to bite hard and to use thumbs by push up when firing rather than bite down. I am sorry. I do not have the receipt. I purchased the product a few weeks ago and used it as directed then it fell apart. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.